Event description:
The customer reported obtaining elevated troponin I (access accutni+3) results for three (3) patients involving the access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4)). The customer reanalyzed one patient's sample (designated as patient (B)(4)) which produced a similar elevated result. The customer did not reanalyze the other patients' samples but noted that the results obtained did not correlate with the patients' other cardiac testing and were in question. A second sample from the patient designated as patient (B)(4) also produced elevated access accutni+3 results. The elevated access accutni+3 results were not released from the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The customer reported additional elevated access accutni+3 results on (B)(6), 2015. MDR 2122870-2015-00136 will address those results. Quality control (qc) data was recovering within the customer's established ranges. Investigation determined that the established range for the level 1 access accutni+3 qc was set too wide and did not allow for detection of system issues. By resetting the established range within appropriate limits the access accutni+3 qc indicated multiple failures. Both system check and calibration parameters were recovering within expected ranges. The patients' samples were collected in either serum tubes or lithium heparin plasma tubes and were centrifuged for seven (7) minutes at 4,000 rpm (rotations per minute) at room temperature. No issues with sample integrity were reported by the customer. Service was requested by the customer and a beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
(B)(6). A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance. The fse performed a preventative maintenance (pm) on the instrument including replacement of the incubator belt. The pm service visit replaces and aligns many hardware components; therefore a specific failed hardware component cannot be identified with the information provided. The fse verified the instrument with a twenty (20) replicate precision test, assay quality control (qc) and system check. All verification testing passed within published performance specifications. In conclusion, the cause of the elevated troponin I (access accutni+3) results is due to a system malfunction although no one part can be implicated. (B)(4). All MDR's associated with this event: 2122870-2015-00136, 2122870-2015-00137.